Event description:
It was reported that during a plastic surgery procedure, the blade on device broke off. The customer stated that the piece of blade did not fall into the pt and was located in sterile field. Electrocautery was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.